Event description:
It was reported that a malfunction occurred on the pump and the customer's blood glucose level exceeded 500 mg/dl, with the specific value displayed as "high." There were no actions taken by the customer to address the high blood glucose level, and no third-party assistance was required. Technical support provided pump reset information, but the pump had charging issues and could not be turned back on. Technical support planned to follow up with the customer to address this issue.